Manufacturer narrative:
The manufacturer previously receiving information alleging an issue related to a CPAP device's sound abatement foam. The manufacturer received additional information alleging headache. The medical intervention was not specified. Section b,g,h are updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap and mechanical ventilator devices. Despite of multiple attempts the device has not yet returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow-up report will be filed.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP/ bipap, and mechanical ventilator devices. The manufacturer received information alleging difficulty breathing/short of breath,lightheaded,dizzy,nausea. There was no report of harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 11/08/2023 patient alleging stroke related to a CPAP device's sound abatement foam. The following report has been updated for serious injury. Section "product problem" in box b has been updated to reflect adverse event. "Type of reported complaint" in box h has been updated/corrected to reflect serious injury. Product outcome code grid and health effect- impact code has been updated. The device was returned to a manufacturer investigation laboratory. The device has been externally and internally inspected by the manufacturer. The evaluation result found dust, black contamination, white contamination in the device. The manufacturer unable to confirm the evidence of foam degradation or breakdown. In this report, box b, d, g, h has been updated/ corrected.